Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter tip kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: patient data files showed at least eight injections were performed with catheter 2af283/81439 on the date of the event without triggering of any system notice. Product analysis findings do not indicate a manufacturing related defect. Malfunction cannot be assessed with clinical data analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214864045, was returned and analyzed. Visual inspection of the mapping catheter showed the device was intact with no apparent issue. Mechanical verification of steering functioned normal. No kink or misshaped observed through inspection. In conclusion, the reported kink on the mapping catheter was not confirmed. The mapping catheter passes the performance test as per specifications. If information is provided in the future, a supplemental report will be issued.